Event description:
It was reported that pump experienced malfunction and shut down without any notable events beforehand while customer was on a cruise. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump and planned to rely on alternate method if needed.